Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. The patient returned for the one day post-op visit and the surgeon noted the icl was implanted upside down. The lens was explanted on (B)(6) 2011 with no patient injury and the backup icl was implanted. The reporter stated the event may have been due to a loading error.

Manufacturer narrative:
Evaluation: method : medical review. Results - medical review - an upside-down icl is easily noted during implantation into the eye. There are several landmarks on the lens that would indicate if the lens is being delivered upside down or not. Surgeons are trained to carefully look for these landmarks during implantation to avoid this scenario. The most probable root cause of this lens being implanted upside down is when the surgeon twists the cartridge inside the eye or when the icl is being delivered very quickly without paying attention to the landmarks. Surgeons are also advised to slowly inject the icl while paying close attention to the landmarks, to prevent the occurrence of this complication. (B)(4).

Manufacturer narrative:
(B)(4): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. (B)(4).